Event description:
Per the clinic, the device was explanted due to an unspecified device problem. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed on (B)(4) 2013.

Manufacturer narrative:
(B)(4).this report is filed (B)(4), 2013.